Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. H1: not reportable. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered a not reportable.

Event description:
It was reported that during an unknown procedure, it was observed that the device worked at first only to pretty soon stop crosswise and not be able to move any further when fired. When the stack was opened, it was found that only a few cm of staples got into the tissue. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/04/25 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.